Manufacturer narrative:
Based on the internal investigation conducted in collaboration with the multidisciplinary team, it was determined that the non-conformity reported in this complaint could not be confirmed. The manufacturing process, applicable specifications, as well as DHR, were reviewed, and no anomalies were found. We can confirm that the parts are 100% inspected through functionality tests, which involve inflating the balloon and verifying that it meets the specifications.

Manufacturer narrative:
The actual device is not available for evaluation. The investigation is ongoing. Once the investigation is complete, any additional relevant information will be submitted in a supplemental report.

Event description:
Compliant alleges, "it (cath 1) was dirty from attempted use and the balloon did not inflate. The other one (cath 2) popped while in use and not from over-inflation. It may have had a defect in the balloon as well. Both are from batch #442310 both catheters are defective. Only 1 unique patient was involved. The patient was not harmed as a result. The procedure was not delayed. The devices were inspected before use but the inspection is not documented. Cath 1: a balloon inflation test was not performed prior to use as this changes the size of the balloon and it does not fit down the lumen of the catheter and is more likely to get torn intra-op once tested. Cath 2: the balloon ruptured during inflation. It was filled to the amount indicated on the syringe. It popped before removal. Sterile saline was used to inflate it. There were no visible signs of a defect prior to use. Once it popped it did not inflate again."